Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, patient was hospitalized due to elevated blood glucose (bg) levels. Her bg levels had reached 27.8 mmol/l (500 mg/dl) after wearing the pod between 4 and 24 hours. The location of the pod site was not specified. Patient delivered multiple correction boluses as her bg levels continued climbing, leading up to the hospitalization. Patient was unable to successfully lower her levels. At the hospital, the patient was put on an insulin drip and administered saline, magnesium, sodium, and gravol. The cannula and pod site both appeared normal when the device was removed. It was also reported that the patient has gastroparesis and takes domperidone three times a day as treatment. No further information was provided.